Event description:
It was reported the patient felt a shock followed by a loss of stimulation and therapeutic effect. Impedance readings were "above acceptable levels" at different amp settings. X-rays did not show any problems with the extension or connections. The patient was scheduled for revision surgery in late 2008, to see if there was a problem with the connection system. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.